Manufacturer narrative:
This implantable lead has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation has determined that this lead's separation during removal results from a mixture of lead handling, patient anatomy, and lead design.

Event description:
It was reported that this right ventricular (rv) lead was explanted with a fragment of the lead being surgically abandoned. The lead exhibited noise, impedance issues and high pacing thresholds due to a fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted with a fragment of the lead being surgically abandoned. The lead exhibited noise, impedance issues and high pacing thresholds due to a fracture. No additional adverse patient effects were reported.